Event description:
It was reported that the user experienced issues with battery depletion on their pump, which was not available at the time. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.